Event description:
A rep from (B) (6) dental reported that the mechanical structure of a jb-70 intraoral unit, serial number (B) (6), separated from its wall mount at (B) (6) dental office. No injury was reported.

Manufacturer narrative:
Conclusions: improper installation to the wall -- one of the lag bolts was installed off the center of a stud in order to accommodate the incorrectly located electrical installation. The lag bolt was therefore not completely secured into the stud. With the movement from normal clinical use, the improperly installed lag bolt wiggled loose, thereby weakening the mechanical connection.